Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 100 mg/dl at the time. Customer stated that he was leaning against the sink while doing dishes and that may have caused the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with an intermittent button response and button error alarm due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.